Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal fragment was received for analysis. The lead tip, including the tines, was not returned for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragment was visually analyzed. The inner conductor coil was found stretched. Coagulated blood was identified along the inner coil of the returned lead fragment. The analysis indicated that these damages occurred most likely during the explantation procedure. Due to the damages the electrical inspection of the lead was not properly feasible. In summary, the lead was found dissected. No deviations were noted in the available lead fragment which might have led to the clinical observation.

Event description:
This ra lead was explanted due to chronic a fib and high thresholds. The lv lead was replaced due to a micro dislodgement and high thresholds and the ICD was replaced due to eri. A medtronic ICD, lv and ra lead were implanted. The hospital retained this device. Should additional information be received, this file will be updated.